Event description:
The user facility reported that the device overheated during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the head of the saw had completely fell off during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results correction: executive summary.